Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, arrhythmia and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x12 xience prime referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013, a 3.0x18mm and 3.0x12mm xience prime stents were successfully implanted in the distal right coronary artery (rca) lesion. On (B)(6) 2016, the patient started experiencing chest pain. A positive exercise stress test was noted with premature ventricular beats. On (B)(6) 2016, the patient was hospitalized for chest pain. Elevated cardiac enzymes and re-stenosis was noted in both xience prime stents. On (B)(6) 2016, percutaneous intervention was performed in the distal rca and the patients anti-platelet medications were changed. The event resolved without sequela and on (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.